Manufacturer narrative:
Concomitant medical products: product ID 3058, lot# njy104615h, product type: implantable neurostimulator. (B)(4).

Event description:
Healthcare provider reports the patient's device was not working so they explanted it, since the patient needed to have an MRI of his spine. During explant the lead broke in half, leaving about 4 cm of lead in sacrum. Explant date was on (B)(6) 2015. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reported that nothing had been done to address the event. The cause was undetermined; it broke during explant.